Event description:
A heated high flow nasal cannula airvo circuit melted into patient's bed sheets. The circuit was found underneath patient's pillow. The patient had been off of the device unharmed and in stable condition on room air when respiratory therapist arrived in the room. Device taken out of the room.